Manufacturer narrative:
(B)(4). Batch # n92y39. Device analysis: the er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality; upon cycling, the instrument was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the reported event. The instrument was disassembled in order to evaluate the condition of the internal components and the handle post was noted to be broken. However, it is known from the history of the device that this condition may lead to ejected clip. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. No conclusion could be reached as to what may have caused the damage found. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: what is meant by "the following forwarded clip is not properly in place?" Does this mean the clip was sideways feeding into jaws of devices? Or did clip partially feed into jaws of devices? Response received: " have no further information"

Event description:
It was reported that during a laparoscopic rende vouz gall operation, after successfully firing the first clip it is noted that the following forwarded clip is not properly in place. When looking at the applier the clip falls off. Forwarding several clips most falls out. There was no harm to the patient.